Event description:
Secondary tubing inserted into port for antibiotic administration. When removed, the port broke.what was the original intended procedure?secondary IV piggyback.device #1is this a laboratory device or laboratory test?no.